Event description:
It was reported to boston scientific corporation that a pt underwent a therapeutic hydrothermal ablation (hta) procedure that occurred in 2008. During the heating phase, a fluid loss alarm was generated of 16cc's per minute. The physician examined the pt and did not notice any signs of fluid loss. The physician added a second tenaculum stabilizer in order to maintain a good cervical seal and continued with the procedure. Approximately one minute into the ablation phase a fluid loss alarm of 3cc's per minute occurred. The physician inspected the cervix again and did not see any fluid in cavity (vagina) and continued. The physician continued with the case but immediately another fluid loss alarm of 80cc's per minute. The case was aborted and upon visual inspection no sign of any fluid loss or perforations or vaginal burns. The physician decided to place an endo loop to seal cervix. The procedure set was replaced with a new one and the case was completed successfully with no pt complications. It is believed that there could have been a puncture in the sheath due to the multiple tenaculum stabilizers being added.

Manufacturer narrative:
(Unk, for use when the device problem is not known) - not labeled. The complainant indicated that the device will not be returned for evaluation; since it was disposed of and therefore a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event. The complaint alleges multiple fluid loss alarms due to the possible sheath puncture. A DHR review did not yield any manufacturing related issues which would contribute to this event. A review of the trending, history and the event description did not provide enough info to formulate a definitive root cause.